Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2022. During the procedure, the band did not deploy. The device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: photos were provided by the customer showing the device outside the patient. The photos showed a ligator head with some bands were slightly moved out of their original positions. Additionally, the suture thread was observed broke off probably to remove the device from the scope and the adapter ring was detached.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (Initial reporter address):( B)(6). Medical device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6) block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results one speedband superview super 7 was returned for analysis (handle assembly and ligator head). The returned speedband superview super 7 device was analyzed. A visual and media evaluation noted that the ligator head was returned with seven bands attached and some were moved from their position. The suture was broken in two sections and it was observed that it contained seven knots. Additionally, it was noticed that the adapter ring of the ligator head was detached. Microscopic examination was performed, and it was noted that the ligator head teeth were (damaged) bent. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The reported event was confirmed. The overlapped bands, moved from their position and broken indicates a deployment problem and could be related to the ligator head teeth being damaged/bent. This could have been caused by user manipulation or technique used at that time to activate the device may have interfered with the normal operation. Additionally, the detachment of the adaptor ring is another sign that an adverse event could have occurred during the procedure and caused the device to not work as expected. Taking all available information into consideration, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6), 2022. During the procedure, the band did not deploy. The device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: photos were provided by the customer showing the device outside the patient. The photos showed a ligator head with some bands were slightly moved out of their original positions. Additionally, the suture thread was observed broke off probably to remove the device from the scope and the adapter ring was detached.